Event description:
It was reported that during implant, the healthcare provider (hcp) clamped part of the spinal segment of the catheter to keep cerebrospinal fluid (csf) from leaking. When they went to put it on the pump connector, they could not get it to slide all the way into the connector pin inside the collet, and accidentally "owed" the collet and could not get it back open. A new catheter pump segment was used. No diagnostic testing was required. The pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had no symptoms. The patient was doing well and was receiving effective therapy. The patient was started on 1 mg/day of morphine and the piece of catheter would be returned.

Manufacturer narrative:
Analysis of the catheter found that as received, the collets on each end of the pin connector were fully deployed and locked into position. There were no catheter segments attached to the distal side of the pin connector. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. It was felt that most likely the collets had been prematurely deployed into their locked positions during attempted usage.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.